Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. The reporter denied damage to the pump or the battery cap. The reporter denied moisture in the pump. The reporter alleged the battery life issue occurred with several batteries. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2019 with the following findings: review of the alarm history revealed frequent low battery warnings recorded. The pump powered on normally and exercised without any duplication of a battery life issue. Electrical current draws were found to be within specification. Unrelated to the original complaint, the battery compartment was noted to be cracked with moisture in the battery compartment during the investigation.